Event description:
Ett cuff failed to deflate. Pilot balloon deflated but cuff remained inflated. Pt having bronchoscopy. Post bronchoscopy pt was not receiving volumes on ventilator. Pt tube; 8.0 at 21cm. Tube advanced per dr. Pt o2 saturation decreased, no volumes obtained. Pt extubated. Pilot balloon deflated with cuff monometer. This did not seem to deflate cuff all the way. 10cc syringe used, pilot balloon completly deflated, when tube was removed cuff was still inflated. Pt re-intubated w/8.0 at 26cm for good tube placement. Ventilator was exchanged. Pt placed back on ventilator, sats decreased and fall volumes not obtained. Pt bagged for 5-10 min placed back on ventilator with no further incidence.